Event description:
Boston scientific received information that, during threshold measurement testing, this cardiac resynchronization therapy defibrillator (crt-d) displayed left ventricular (lv) pacing inhibition. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.